Event description:
Three weeks following an atrial fibrillation procedure the patient presented to the ER with fever and convulsive seizures and was diagnosed with an esophageal fistula. The patient required surgical intervention and is stable in the intensive care unit. The fistula was located near the lipv on the posterior wall. There was no performance issue on any of the abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath se catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Review of the device history record was not possible as the lot number is unknown. The cause of the reported esophageal fistula remains unknown.